Event description:
It was reported that during pre-test, water stopped draining from the foley catheter cuff. Only about 5-6 ml was confirmed to be drained. Medicon syringe was used. Per notification from ucc on 05jan2026, it was reported that asymmetrical balloon was found during sample evaluation on 20nov2025.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjw3472. Visual inspection noted the catheter balloon was asymmetrical. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Concentricity of catheter balloon is 75/25. The balloon deflated only 1.5ml methylene blue solution within 5min. Again, the catheter balloon inflated using in-house syringe with 10ml methylene blue solution. While deflating only 3ml deflated within 5min. The balloon was dissected, and the perforation notch was found to be completely perforated. The inflation lumen was dissected, and a blockage was present within the inflation lumen. This is out of specification per inspection procedure ip7603444, revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause for this failure, per CAPA 11881143, is due to a hole or damage between the drain lumen and the thermistor lumen caused by the method of removing the molded funnel from the core holder, this damage allows the rtv adhesive, applied to secure the thermistor, to migrate into the drainage lumen, resulting in blockage. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143. Refer to CAPA 11881143 for further details. Correction: d,e,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, water stopped draining from the foley catheter cuff. Only about 5-6 ml was confirmed to be drained. Medicon syringe was used.